Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2011 the device could not be interrogated and no reaction on magnet application was observed. The device was explanted on (B)(6) 2011 and returned for analysis. We were informed also that during a follow-up dated (B)(6) 2011, the device could not be interrogated but the pt was released (there was no pacemaker related problem for the pt - intrinsic sinus-rhythm was at 50min-1). The pt was also admitted in another hospital on 15 aug 2011 for urgent intervention at spinal level.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.